Manufacturer narrative:
(B) (4). (B) (4). The analysis found that one ec60 device was returned with the handled and anvil closed and with a white cartridge reload. The cartridge was received fully fired. Upon further inspection of the device, a staple was found lodged behind the knife preventing it to return completely. One possible cause for this type of damage is when the device is fired over an already existing staple line or hard object. Metal objects should be avoided as they can cause mechanical failures. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The device was tested for functionality with a test cartridge reload and the device achieved complete 3-strokes and fired without any difficulties noted. The device opened and closed without difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism resulting in the trigger not properly returning to its home position. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently while closing the device before firing. This causes the release button to partially disengage from the indicator gear. As a result of this condition, when the device is then fired, resistance will be felt as the release button breaks due to the indicator gear interaction. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap right colon procedure, the first fire was correct but the second firing the device was locked. Another device and reload was used to fire over and underneath the previous firing to complete the procedure. There were no adverse consequences for the patient.